Event description:
It was reported that a dcb00 model intraocular lens(iol) had haptic broke off and was stuck in the injector. The event was observed upon insertion. The lens moved and then got stuck. When plunged out the haptic stayed in. The lend did not touch the patient. It was noted that balanced salt solution (bss) was used and that it was at room temperature. No further information available.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.